Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(6).

Event description:
Information was received from a company representative (rep) regarding a patient that was implanted with an implantable neurostimulators (ins). It was reported that the patient needed their leads revised. The doctor was trying to decide if they should also replace the ins. The ins current battery voltage was at 2.8v. The battery longevity calculation revealed 43 months, and the ins had already been implanted for 5 years, so it had exceeded the calculated longevity. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3587a, serial# unknown, implanted: (B)(6), 2002, product type: lead. Product ID: 3587a, serial# unknown, implanted: (B)(6),2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient had two leads. The patient experienced loss of therapy. The leads needed to be replaced due to one of the leads being damaged. The patient suspected it was due to their regular use of a rifle, which they place the handle over where the lead was in their chest wall. The kick back from the gun may have fractured the lead. It was planned to replace the damaged lead at the revision surgery. The revision surgery has not been scheduled. The issue was considered resolved. The indication for use was pain.